Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The device was sent to supplier for further evaluation. The following evaluation is from the suppler: the customer complaint related to the coagulation and suction features failing to work after 3 minutes. The suction complaint was substantiated, with below specification value being recorded. The issue was found to be tissue stuck at the distal end of the device. The activation of the device was found to be satisfactory therefore the second part of the complaint was not substantiated. However, it should be noted that it was necessary to connect a spare plug to the device to allow the activation test to be performed as the original plug was cut off. From our investigation we were able to confirm the customer reported suction issue however no manufacturing defect was found and we have determined the likely cause of the reported suction blockage to be normal procedural debris within the active tip. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A manufacturing record evaluation was performed for the finished device [product code: 228147, lot number: u1809091] , and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the customer via phone that during an unknown procedure the vapr coolpulse 90 electrode was used for three minutes and then the coagulation and suction feature failed to work. The customer was not present and could not provide any additional information. The device is being returned for evaluation.